Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Additionally, the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge and receiving an accurate fill estimate. The customer¿s blood glucose level was 100 mg/dl.